Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #: (B)(4). On (B)(6) 2019, it was reported that the device was powering intermittently. The customer returned an electric dermatome power supply, serial number (B)(6), for evaluation. This investigation is being completed as a limited investigation as no problem was found with the device. Therefore the complaint history and DHR reviews are not required. Product review of the electric dermatome by zimmer biomet on 04 december 2019 revealed no issues with the device, and the device passed all testing. The device was not repaired as there were no problems with the device. The reported event was not confirmed during inspection of the device, and there were no problems found with the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that a dermatome power supply had a functional defect. Follow-up revealed that the device would not stay on. No adverse events were reported as a result of this malfunction.